Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) investigated the system remotely and confirmed that the device gave a remote error indicating a memory problem which had impact on imaging. Upon troubleshooting, rse found that the frontal ippc memory 5 was failed. The failed ippc and host pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve this issue, field service engineer went onsite and replaced host pc, ippc and hard disk and updated the software, calibrated the system and performed calibration. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that device gave a remote error indicating a memory problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.